Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was having unexplained high blood glucose levels. He was feeling light headed. Customer's blood glucose level was 549 mg/dl. He treated his high blood glucose level with manual injections. The high pressure test passed. The device was not returned.